Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported recurrent mr was a cascading effect of the reported partial clip movement. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip xtw clips were inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2026, imaging revealed that the second clip had partially detached from one leaflet and remained fully attached to the other leaflet, causing mr to increase.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip xtw clips were inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6), 2026, imaging revealed that the second clip had partially detached from one leaflet and remained fully attached to the other leaflet, causing mr to increase.